Manufacturer narrative:
The device has been returned but the device evaluation is not begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available. An in-service was performed at the facility by an olympus endoscopy support specialist (ess), post the event, for observing manual cleaning and leak testing of the device during reprocessing. Several deficiencies in the reprocessing were identified by the reprocessing. The deficiencies were failure to leak test correctly, failure to use clean detergent, and failure to follow brushing instructions. Facility is implementing proper cleaning per the in-service instructions. A subsequent in-service is scheduled for the full reprocessing steps followed at the facility.

Event description:
As reported for this event by the customer, the device tested positive for two culture tests during reprocessing. There is no reported harm to any patient.

Event description:
Addendum sep 30, 2022: there were no patients infected as a result of this event nor was the device used on a person with infection. The device was not used for any procedure post the positive culture test event. The test found presence of staphylococcus aureus in the distal end. The device did not fail the atp (adenosine triphosphate) test.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10. An olympus endoscopy support specialist (ess) completed an observation of reprocessing the same model scope. Ess found deficiencies in leak test and manual cleaning with respect to brushing and not using clean detergent. Facility implemented proper cleaning instruction and scheduled a complete in-service with staff. In the subsequent in-service providing training to the facility staff, the trainees were able to perform the reprocessing procedure independently. Additionally, the ess also provided cleaning guide wall poster for manual cleaning, the single use disposal cap and the distal end flushing adapter. Customer provided information on reprocessing: pre-cleaning of the device was performed immediately after the last procedure. Water was aspirated through scope and suctioned. The device passed the leak test. There were no abnormalities with the reprocessing accessories. Pre-soaking was completed when manual cleaning was performed. Intercept detergent solution was used for manual cleaning. Brushing was performed for instrument/suction/balloon channel, air/water/suction/biopsy valve. Inner-channels were all flushed and brushed. Distal tip flushed and brushed. Forceps elevator was flushed and brushed. Scope cleaned on outside as well. Automatic endoscopy reprocessor (aer) used is medivator c, model single use disinfectant/78271009. Disinfectant used is medivators rapicide pa high level disinfectant part a and b. The device was connected to all the channels. The device is usually stored in a drying cabinet, but this device is returned to olympus. Date of last reprocessing in-service prior to the event is not known. However, there are approximately two new hires. The device was eto (ethylene oxide) sterilized. The device was reprocessed on aug 24, 2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The legal manufacture reviewed the device reprocessing steps provided by the user and the olympus endoscopic support specialist (ess) observation and summarized the following deviations from the device instructions for use (IFU): the following deviation from IFU were confirmed from reprocessing in-service conducted by the ess at the user facility: - leakage test was not performed properly. - clean detergent was not used. - brushing was not performed properly. The following deviation was confirmed by review of reprocessing steps provided from the user: - precleaning delayed. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: - stains, discoloration, and scratches on the wall of biopsy channel, approximately 10mm from opening - distal end: minor scratches and dent on hold ring - crack bending section rubber glue - customer label on grip - deep scratches in suction cylinder however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that deviations in device reprocessing caused the event. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.